Manufacturer narrative:
(B)(4). Additional information: on what tissue type was the device used? Stomach. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 4th firing. Echelon straight/flex: asku. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Black. Was buttressing material utilized? Yes. If so, which product? Peri strips. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? The device struggled to go thru the tissue.

Manufacturer narrative:
(B)(4). The analysis found that one ple60a device was returned in good visual condition and with an ecr60g cartridge loaded on the device. The cartridge was received unfired. In addition, a piece of driver was found stuck in the knife channel; this did not belong to the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. It could not be determined where the piece of driver came from. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure on the fourth firing with a green cartridge, the staples did not form on the remnant side. The surgeon over sewed the area. Another device was pulled to complete the procedure with no patient consequence.